Event description:
The customer initially called because he was getting low blood results. During the call he received a control reading of 161mg/dl on the contour next. The reading was not automatically marked as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. Control solution was expected to be returned for evaluation. New meter,strips and control were sent to customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.